Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states seat post is broken off and the seat is no longer attached to the base and the back is also broken off as well.